Event description:
User reports that "water" spit out from the needle informed user of silicon film. User states that when he preps the syringe item 828155 lot 65835a for his 'inject-ease' easy injector device, he preps the syringe by pushing the plunger to the bottom of the barrel and that is when the "liquid" came out of the cannula.

Manufacturer narrative:
Initial trend analysis for lot 65835a was conducted, no malfunctions were found. This is the only complaint for lot 65835a. Further investigation will be conducted to determine the root cause of complaint.

Manufacturer narrative:
Retained lot samples for syringe lot 65835a were tested for visual and foreign liquid material. No abnormalities were found during testing.

Event description:
User reports that "water" spit out from the needle informed user of silicon film. User states that when he preps the syringe item 828155 lot 65835a for his 'inject-ease' easy injector device, he preps the syringe by pushing the plunger to the bottom of the barrel and that is when the "liquid" came out of the cannula.